Manufacturer narrative:
The device was returned and evaluated. Upon evaluation, a kink in the cable was found (though not a reportable malfunction), and the phenomenon identified by the user was confirmed. When plugged in says unsupported camera, no picture appears due to a defective plug. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use in an unspecified procedure their hd autoclavable camera head displayed an unspecified communication error and did not display an image. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty video connector could not be identified because no further information can be obtained. Olympus will continue to monitor field performance for this device.